Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which allowed fluid to leak from the pod. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patients blood glucose level rose above 400 mg/dl and experienced bleeding and pain while wearing the pod between 4 and 24 hours on the arm. No treatment was provided.